Event description:
It was reported that insulin gauge displayed a fill estimate of 0 units when caller expected 250 units, and difference between displayed and expected amounts was significant. There was no reported impact to the customer¿s blood glucose level. Customer resolved issue by loading new cartridge, and technical support advised caller to contact support again for troubleshooting if problem occurred while pump was actively displaying an incorrect fill estimate; no additional information was received regarding further outcomes.